Event description:
A patient reported an event of anaphylaxis that occurred in december 2010. The patient visited the emergency room and was hospitalized overnight. The reporter had a urology procedure. The reporter alleges that the scope used in the procedure was disinfected in "cidex". It was reported that for several weeks after the event he experienced extreme discomfort. The symptoms have resolved. The specific "cidex" product is unknown, the facility where the procedure was performed is unknown, and the hospital where the patient was admitted is unknown. The reporter stated that he is an allergy specialist. He requested information regarding allergic reactions to cidex products. He specifically inquired whether there was any evidence to suggest that if there was an allergic reaction to one cidex product, would there be allergic reaction to all cidex products. There has been no response to requests for follow-up information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use and misuse and health hazard evaluation. Complaint history trending was performed for the problem code hru-anaphylactic reaction. It did not reveal a significant trend. A batch record review could not be performed as the product and lot number is unknown. (B)(4). There was no product returned for investigation. The caller did not specify which cidex product was used for this event. There is insufficient information for further investigation; therefore, the root cause for this event was not determined. As indicated in the IFU, cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances, cidex opa has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies. Cidex opa should not be utilized to process instrumentation for patients with known sensitivity to cidex opa or any of its components. Inadequate cleaning/rinsing of the device or soaking the device for extensive period of time may leave behind cidex opa residue leading to reaction in patient. As indicated in the IFU, exposure to cidex opa may elicit an allergic reaction.

Manufacturer narrative:
The IFU for all 3 cidex products was reviewed and the msds information for all 3 products was emailed to the patient by the clinical support representative.